Event description:
The customer reported that the device had a rubber sheath on the distal end of the instrument that partially broke off when the instrument was inserted or removed from the trocar. The piece that broke off was not recovered and the surgeon has indicated that it is unknown if the piece remained in the patient or might have fallen off outside of the cavity. The surgeon opened another device and successfully completed the procedure. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.